Event description:
It was reported that during a uterine ablation procedure, the controller produced an error 5204 with the umbillical cable plugged in and the catheter connected. Another catheter was used with the same result. Then another umbilical cable was used and the system produced an error 3000 when turned on. The unit produced another 3000 error with the newly opened umbillical cable. The controller was replaced and hooked up to the second umbilical cable and a second catheter. The system came up normally and the case was completed. It was reported that the case was delayed approximately one hour. The patient was under general anesthesia. There were no patient consequences.